Event description:
It was reported the rigid video scope presented a dim light output. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 : the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded frame and image is out of field. Based on the results of the investigation, since the device malfunction could not be confirmed during evaluation, the definitive root cause of the reported issue could not be determined. For the additional reportable findings identified during the investigation, the image was out of the field of view due to a bent outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.